Manufacturer narrative:
The device has not yet been received for eval. When the pump is received for eval, a follow-up report will be filed upon completion of the evaluation, or if additional info becomes available.

Event description:
The facility rep reported "stopped fixed". Info was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact info. According to the facility rep, no patient injury or medical intervention had been reported related to the device. No additional info was available.